Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that the incision for the implanted neurostimulator (ins) on the right flank had a "gc" of a small opening at the incision.  The physician stapled it and the wound had healed in the last month, but then it opened again.  On (B)(6) 2024, the patient (pt) had a pocket revision and ins replacement, moving the pocket to the left flank and re-tunneling the wires from the right to the left side.   The ins was discarded by the customer, so it will not be returned for analysis.  Patient weight was requested but reported to be unknown.